Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed and reported allegations could not be confirmed. However, we have determined that the air embolism is a known inherent risk of use of this device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of air embolism is a known inherent risk of the versacross access solution device.

Event description:
It was reported that an air embolism occurred. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. A femoral vein puncture was performed followed by transseptal puncture (tsp). 6000 units of heparin was given. Activated clotting time (act) was 272ms, an additional 2000 units of heparin were administered. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on left atrial appendage (laa) anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and transesophageal echocardiogram (tee), with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. Furthermore, the activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged. It was determined that on postoperative CT that the substance identified previously, was most likely air. On CT performed the following morning, the substance was no longer present, and no air embolism was observed. As a result, there was no impact on the patient. It was considered that air ingress might have occurred either during device insertion or when blood was drawn for act measurement. The device is not expected to be returned for analysis.

Event description:
It was reported that an air embolism occurred. During a left atrial appendage closure (laac) procedure, a versacross access solution was selected for use. A femoral vein puncture was performed followed by transseptal puncture (tsp). 6000 units of heparin was given. Activated clotting time (act) was 272ms, an additional 2000 units of heparin were administered. A watchman access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was selected based on left atrial appendage (laa) anatomy and was deployed following multiple positioning attempts. Although protrusion of approximately one-third to one-half was observed in certain views, stability was confirmed on fluoroscopy and transesophageal echocardiogram (tee), with adequate compression and no peri-device leak noted. Although the release criteria remained unmet after the fifth deployment attempted, the physicians made the decision to release and implant the closure device, as further advancement was anatomically limited. Following device release, tee imaging identified a highly echogenic, coin-like circular tissue measuring approximately 15mm attached to the left atrial side of the atrial septum near the aorta. The appearance was atypical for thrombus, and the exact nature of the finding could not be definitively determined by tee or fluoroscopy. Furthermore, the activated clotting time (act) had been 203 seconds, and an additional 5000 units of heparin was administered. The procedure was concluded. A computed tomography (CT) scan was scheduled, and the patient was then discharged. It was determined that on postoperative CT that the substance identified previously, was most likely air. On CT performed the following morning, the substance was no longer present, and no air embolism was observed. As a result, there was no impact on the patient. It was considered that air ingress might have occurred either during device insertion or when blood was drawn for act measurement. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.